Event description:
Customer called to report high bgs. High bgs were treated with a manual injection. Troubleshooting was performed. Unit tested ok and the insulin exited. It was stated that the reservoir was removed and noticed the driver arms were loose and moving even in the locked position.